Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. Device remains implanted.

Event description:
Edwards received notification from a thv territory manager that a patient with a 23mm sapien xt valve, implanted in the aortic position for 11 years and 1 month, underwent a valve in valve procedure due to stenosis and regurgitation. A 23mm sapien 3 ultra transcatheter valve was implanted.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b7.

Manufacturer narrative:
Supplemental report submitted to include completion of engineering evaluation and corrections. Corrected b1, b5 and h6 device code(s). The device was not returned for evaluation as it remained. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for paravalvular leak (pvl) was confirmed based on medical record provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history are required. A review of the IFU and training manuals also revealed no deficiencies. Per the instructions for use (IFU), pvl is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the reported moderate-severe paravalvular regurgitation approximately 11 years and 1 month post implantation of a 23mm sapien xt valve in aortic position remains unknown. There is insufficient information provided to determine a root cause. Since no labeling or IFU/training inadequacies were identified; no corrective/preventive action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from a thv territory manager that a patient with a 23mm sapien xt valve, implanted in the aortic position for 11 years and 1 month, underwent a valve in valve due to paravalvular regurgitation. A 9750tfx 23mm valve was implanted. Tee reported, there was moderate-severe paravalvular regurgitation and no stenosis.